Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2515l pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. One patient was involved with no reported patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The sample was returned for evaluation. After further evaluation, the investigation confirmed for the material rupture issue reported. A kink was also identified on both the inner and the outer at the exit of the strain relief. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2515l pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. One patient was involved with no reported patient injury. Patient age, weight, and gender were not provided.